Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s white blood cell count was elevated. Complete blood cell (cbc) was taken, results showed the patient to be (B)(6). There was no identified focus despite multiple evaluations with CT, positron emission tomography scan (pet), tagged white blood cell (wbc), transesophageal echocardiography (tee), transthoracic echocardiogram (tte) improved with intravenous antibiotics. Additional information was request, but not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was accelerated on the transplant list due to device issues. The patient had a heart transplant on (B)(6) 2018. The site indicated the heart transplant was due to major infection. The infection resolved with the transplant and the patient was taken off of antibiotics. No additional information was provided.

Event description:
Additional information: it was reported that at the time of the event the patient was positive for fever.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.